Event description:
It was reported that the patient was not able to adjust the stimulation. The display on the patient programmer was showing a ¿call your doctor¿ icon and a power on reset (por) condition. The patient noticed this the week prior to report however the patient was hospitalized so they were unable to call. It was not that the patient recently had hip replacement surgery and it was stated that they did not turn the stimulation off beforehand. No patient symptoms were reported and there were no interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v850491, implanted: (B)(6) 2012, product type lead; product ID neu_un known_prog, serial # unknown, product type programmer, physician. (B)(4).